Event description:
Unable to insert guidewire after placing the device in the lesion. Catheter was cut, wire inserted, however, monofilament was left in the body. Upon attempted removal, procedure was completed by cutting where it was exposed outside the body and a 10fr tube was inserted. As of report date, no injury to pt has occurred.